Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture management weekly trend shows threshold at approximately 1v through (B)(4) 2015, then began to rise up to 2.5v by (B)(4) 2015. Threshold capture test aborted 5 of last 15 days due to high thresholds. Atrial pacing impedance weekly trend shows impedance gradually increases from 750 ohms in (B)(4) 2014 up to 1750 ohms by (B)(4) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that there was high threshold and increasing impedance on the atrial lead. It was noted there was increased threshold. The lead remains in use. No patient complications have been reported as a result of this event.